Event description:
Consultant reported that surgeon complained that pt with history of diabetes being treated for distal tibia fracture had screws implanted on an unk date with 3.5 mm lcp medial distal tibia plate. The screws broke post-operatively and were explanted in 2005.